Event description:
Per the clinic, the patient experienced a recurrent infection at the abutment site (specific date not reported). Subsequently, the abutment was removed. Additional information has been requested but has not been made available as of the date of this report.